Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally it was reported that the "battery was not getting to a full charge - will not reach 100%." And that the battery was depleting quickly, customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.